Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had an electrocardiogram (EKG) on (B)(6)2021 that the device was interfering with. They did not have the external device with and were told they were going to use a magnet to turn stimulation off. It was reviewed how to use the external devices. The patient was able to connect to the ins and stimulation was on. They were not feeling stimulation like they normally did. They increased stimulation and still were not feeling it. It was reviewed that as long as the device was helping with symptoms, they did not need to feel stimulation.